Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va011y0, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy as well as no stimulation sensation since (B)(6) 2015. The device was confirmed to be on, but the patient's symptoms were "terrible" and the device was "not working" for the last 3 weeks. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Cause/factors, troubleshooting, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information.